Event description:
A lead extraction procedure commenced to remove a (B)(6)-year-old lead located in the right ventricle (rv) due to systemic infection. The procedure began with a spectranetics 11f tightrail and spectranetics lead locking device (lld) in the superior vena cava (svc). Progression stalled while in the svc and the physician made the decision to upsize to a 13f tightrail. The 13f tightrail was able to make it into the right atrium (ra). Once in the ra a blood pressure drop was noted. Rescue efforts began immediately including rescue device, sternotomy and bypass. A tear was identified at the posterior svc/ra junction. Repair was initiated and the procedure continued with the 13f tightrail. The rv lead was successfully removed. The injury to the svc/ra junction was successfully repaired and the patient survived the procedure. There was no alleged malfunction of any spectranetics devices. This report is being submitted because the tightrail device was in use in the svc/ra junction at the time the patient's blood pressure dropped.